Manufacturer narrative:
H.6. Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this event but without a sample no corrective actions could be identified. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that an unspecified number of bd nexiva dual port 20ga 1.25in (1.1 mm x 32 mm) experienced leakage during use. The following information was provided by the initial reporter: material no.: 383537 batch no.: 9074906. Complaint 2 of 2. Please describe the defective connection of the needles: the clear plastic plug at the end of the tubing was loose and/or missing. When the staff was surveyed several stated they had the same problem over the past few weeks.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd nexiva dual port 20ga 1.25in (1.1 mm x 32 mm) experienced leakage during use. The following information was provided by the initial reporter: material no.: 383537, batch no.: 9074906. Complaint 2 of 2. Please describe the defective connection of the needles: the clear plastic plug at the end of the tubing was loose and/or missing. When the staff was surveyed several stated they had the same problem over the past few weeks.